Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient rep states they have been having trouble with the therapy turning off on its own for the past six months or so. The caller mentioned this happening six times specifically and the most recent was yesterday. Agent reviewed ins should not turn itself off unless the handset turns the ins off or the battery depletes. The caller states yesterday the ins was at %80 but therapy turned off. Agent advised the caller to follow up with hcp for diagnostics and check of the ins diaries and caller said the doctor did discuss this with them and advised that the patient rep check that the ins is on weekly. Agent reviewed further assessment may be needed, specifically around the dates the patient rep says this occurs and what the handset clinican app says. Agent noted to keep track of when this occurs and the hcp can call here to assess the diary and/or the rep can be requested to engage in the situation.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient rep states they have been having trouble with the therapy turning off on its own for the past six months or so. The caller mentioned this happening six times specifically and the most recent was yesterday. Agent reviewed ins should not turn itself off unless the handset turns the ins off or the battery depletes. The caller states yesterday the ins was at %80 but therapy turned off. Agent advised the caller to follow up with hcp for diagnostics and check of the ins diaries and caller said the doctor did discuss this with them and advised that the patient rep check that the ins is on weekly. Agent reviewed further assessment may be needed, specifically around the dates the patient rep says this occurs and what the handset clinician app says. Agent noted to keep track of when this occurs and the hcp can call here to assess the diary and/or the rep can be requested to engage in the situation. Additional information was received from the patient. They reported that they've contacted the doctor that manages their device about this issue and had an appointment on (B)(6) 2024. The cause of the therapy turning off on its own was determined and the likely cause was noted as being "battery ran low." The steps taken/will be taken to resolve the issue was noted as being "will monitor if battery is low when treatment shut off." It was unknown to the patient if the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device shuts off when only 10% charge remains. Will charge the device more often. Issue was resolved.